Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and it was also noted that the pacing impedance had increased. Further, it was noted tha patient had twidllers syndrome. The lead was surgically abandoned. No additional adverse patient effects were reported.